Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. Customer changed supplies to address issue and was able to successfully resume insulin therapy. Customer's blood glucose level was 330 mg/dl.